Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016-product analysis: the device was returned and evaluated by product analysis on 01/04/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior or related issues. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery of unknown cause. It was reported the patient's blood glucose on (B)(6) 2015 was above 250 mg/dl and below 500 mg/dl with nausea.